Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon was performing an axsos proximal lateral tibia plate on a tibial plateau frx. During the case, he began putting locking screws and during the process he broke the tip off the screwdriver shaft. They continued with the second screwdriver shaft from the tray and broke the tip off that one as well. I received a call from the circulating nurse during the case asking me if there were any other screwdriver shafts that could be used on power. Nurse stated that they were almost done with the case and they were good. After the case, I was called by the nurse assisting the surgeon and I asked her if the screwdriver shaft was connected to the torque limiter. She informed me it was not and that it was connected directly to the t-handle. The surgery concluded without further incident."